Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device.

Event description:
It was reported that the device overheated. No additional information was provided by the user facility.